Manufacturer narrative:
The sensor was removed successfully removed, and the dexamethasone collar potentially got separated during the removal procedure due to excessive force applied by the removal clamps. No further resolution was found necessary for this complaint.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where hcp(health care professional) had some trouble while removing the sensor. However,the sensor was removed successfully on (B)(6) 2023 but it was observed by the hcp that sensor collar was missing.

Manufacturer narrative:
The hcp (health care professional) had some trouble while removing the sensor. However,the sensor was successfully removed on (B)(6) 2023 but it was observed by the hcp that sensor collar(dex ring) was missing.